Manufacturer narrative:
Additional testing of the returned computer found that the computer booted normally to the application screen. No video issues were observed during burn-in testing. Confirmed that the computer was found to be fully functional with no problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed "no input detected". It was reported that the video cable was re-seated on the navigation system to restore functionality. There was no patient present when this issue was identified. No additional information was provided.